Manufacturer narrative:
The device, used in treatment, has been returned and evaluated, visual inspection confirmed no faults found. The functional evaluation found the device stopped pumping, a relationship has been established between the device and the reported events. The root cause identified as no fault found as the device had reached its end of life of 7 days. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment after three days of using pico, it suddenly stopped working. There was a backup device of s&n, so it was used to finish the treatment. No patient harm reported.